Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had vibration anomaly. The customer¿s blood glucose was unknown. The customer stated that he pulled the pump out of his pocket and it was a blank screen and constant tone. The customer has a constant alarm. The pump is currently beeping. The customer states they are not having trouble hearing the beeps. Troubleshooting was performed for vibrate anomaly and the customer states unable to run self test. The customer was advised pump will be replaced. Advised to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The insulin pump was monitored for several days and no blank display or constant tone noted. Pump received with normal operating currents. No damage found on the lcd isolation tape noted. The insulin pump was received with cracked case at the display window corner and cracked reservoir tube lip.